Event description:
The customer reported that the system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service performed an on site investigation. The x-ray monoblock was replaced during the service call. The system was tested and found to be working as intended and put back into service.